Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by that log files from (B)(6) 2016 showed vad disconnect alarm on (B)(6) 2016 at 0956am. One controller power up and associated pump start event logged on (B)(6) 2016 indicating a loss of power to the controller. Patient stated he was disconnecting himself when he went to the clinic follow up. Re-education performed on driveline disconnect. It was further noted that there were no effect on patient. No additional information available.

Manufacturer narrative:
The reported event of a vad disconnect alarm and of a loss of power was confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a vad stopped alarm which occurred on (B)(6) 2016 at 09:56:50 followed by a motor start event at 09:57:32. This event is most likely due to a disconnection of the driveline from the controller. Log file analysis also revealed a controller power-up event on (B)(6) 2016 at 09:08:02 followed by a motor start event at 09:08:08. This event is most likely due to a double disconnect of batteries from the controller. Prior to these events, the controller was connected to (B)(4) with 52% and 86% remaining charge, respectively. Following these events, the controller was connected to (B)(4) with 52% and 81% remaining charge, respectively. Analysis of the device could not be performed since the device was not returned for evaluation. The most likely root cause of the vad disconnect alarm can be attributed to a disconnect between controller and driveline cable. The most likely root cause of the controller's loss of power can be attributed to a double disconnect of batteries from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.